Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6), 2011.according to the complainant, post-procedure, the patient experienced chronic pain, infections and recurrence of stress urinary incontinence.all other information is unknown.